Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient with cystic fibrosis carrying a PICC line implanted on (B)(6) 2020 in the left radial vein to perform a 15-day course of azocillin / amikacin. Appearance of a veinitis with fever for 48 hours on 12 and (B)(6) 2020 requiring hospitalization. Clinical consequences and current condition of the patient or person involved: "taking blood culture samples (results in progress) and removing PICC line on (B)(6) 2020 then placing midline on (B)(6) 2020 for continuation of the course of antibiotics for a total period of 15 days. Evolution in the department: disappearance of local erythema, reduction of the painful area, absence of local induration."